Manufacturer narrative:
(B)(4). Visual examination of the provided picture identified the swivel end of the driver is broken. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tip of the articulating screwdriver broke while inserting a screw. All pieces were retrieved. There was no known impact or consequences to the patient. It was reported that no further information is available.